Event description:
As reported by the patient through implant patient registry (ipr), the patient alleged that the implanted valve had a leaflet that was "not working". In addition, the patient indicated that "a 2nd valve" was implanted, and the issue was fixed. Through investigation with edwards field clinical specialist, it was noted that the patient did not receive a 2nd but a re-dilation was performed. Upon review of medical records, a 26mm sapien 3 ultra valve was implanted in the aortic position. The implant was a success with no evidence of paravalvular leak. A final left heart catheterization was performed and there was no hemodynamic evidence of significant aortic regurgitation. The mean gradient was 2.79mmhg and the aortic valve area (ava) was 4cm2. There was no procedural complications or device malfunctions. A one-day post-operative echo (tte) revealed eccentric jet within the frame of the valve with mild to moderate insufficiency with a mean gradient of 7.8mmhg. A 2 day post-operative echo (tte) revealed a decreased mobility of the left coronary leaflet, associated with eccentric mild-moderate jet. At 30-day a follow up echo revealed moderate regurgitation and mean gradient of 7.1mmhg. The patient had a balloon aortic valvuloplasty using a 26mm non-edwards balloon catheter. There was moderate aortic insufficiency with poor mobility of one of the leaflets of the 26mm sapien 3 ultra. Supra aortic arteriogram following the balloon dilation of the stented valve showed mild aortic insufficiency. An echo (tee) showed persistent mild-to-moderate aortic insufficiency. Multiple attempts to enter the left ventricle the problematic leaflet appeared to be moving well as assessed by tee. There was trace if any aortic insufficiency as well as normal mobility of the previously immobile leaflet. The patient was stable.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in patient.

Event description:
Updated information revealed that the patient was asymptomatic prior to the balloon aortic valvuloplasty procedure.

Manufacturer narrative:
The 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system with s3/s3u IFU, and procedural training manual were reviewed for guidance and instructions. The procedural training manual provides guidance on post-deployment thv assessment. Assess the thv post-deployment using fluoroscopy, withdraw the delivery system from the thv before assessing and perform an aortogram with wire still in the lv to assess for thv position and complete expansion, patency of coronary arteries, functional assessment of thv (ar, pvl, etc.) And annular and aortic integrity. Rao projection provides the best view of the lv (no overlap with aorta). Stiff wire tends to exacerbate central ar, target final valve position after thv deployment at 80/20 to 90/10 (aortic/ventricular), anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening/inflation volume should also be considered when initially positioning the thv and wait 5 to 10 minutes may help in assessing final pvl. Prior to patient discharge assess the thv post deployment. Check for severity of ar, for thv position relative to coronary arteries, and check central vs. Paravalvular regurgitation. Evaluate aortic regurgitation in multiple echocardiographic views: long axis, short axis, deep gastric (tee) and apical views (tte), central ar assessment: check at level of thv leaflet coaptation, assess the thv post-deployment using echo in multiple planes and deep gastric view is best for assessing thv gradients. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for central regurgitation and leaflet motion restricted in patient were confirmed based on medical report. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported 'through implant patient registry (ipr), the patient alleged that the implanted valve had a leaflet that was "not working.' Review of medical record revealed decreased leaflet mobility and mid-moderate regurgitation 2 days post-tavr, as confirmed by tee. In this case, tee assessment indicated a 'well expanded' valve two days post-tavr, which was imaged via short axis view only. However, regurgitation and restricted leaflet motion were resolved by post-dilating the thv; therefore, the deployed thv could have been initially under-expanded. In this case, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.